Event description:
It was reported that a synergy intraocular lens (iol) was explanted from the patient's right (od) eye. The patient was unhappy with the iol and complained of glare/halos and "beams/rods of light at night" making driving at night difficult. The patient stated it started from the beginning of the implant and has tried to overcome visual issues. Another johnson & johnson diu150 lens (different model and higher diopter) was implanted as a replacement. There was no patient injury. No ocular complaints at first post-operative visit after lens exchanged, the patient ended up with 20/25 without correction vision. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity: unknown as information was not provided. The intraocular lens (iol) has not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown as information was not provided. The intraocular lens (iol) has not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a synergy intraocular lens (iol) was explanted from the patient's right (od) eye. The patient was unhappy with the iol and complained of glare/halos and "beams/rods of light at night" making driving at night difficult. The patient stated it started from the beginning of the implant and has tried to overcome visual issues. Another johnson & johnson diu150 lens (different model and higher diopter) was implanted as a replacement. There was no patient injury. No ocular complaints at first post-operative visit after lens exchanged, the patient ended up with 20/25 without correction vision. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes . Section d9: return to manufacturer: 2/28/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half. No issues related to or could have contributed to visual issues were observed. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.